Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was 28 mmol/l with moderate ketones and symptoms of dehydration. The reporter noted the patient was hospitalized and treated with insulin via injection, intravenous fluids, and food and drink; they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported that the pump's time and date reset to default after battery replacements and the time was incorrectly set on the start-up-verification screen. This complaint is being reported because the reported health event is was attributed to an alleged malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 15-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been over written due to continued use. The daily insulin delivery totals appeared inconsistent due to a time and date change. No evidence of a time and date resetting the default was found in the black box. The pump time and date were set and the pump was run for 24 hours. The battery was removed for six hours. The pump was powered back on to the default time and date. The pump passed delivery accuracy testing and was delivering within the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.